Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that cracked on the front of the insulin. No harm requiring medical intervention was reported. The device will be returned for analysis.